Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l60023, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine and clonidine (daily dose is 0.9) via an implantable infusion pump. The indications for use were noted as non-malignant pain and chronic low back pain. It was reported that the patient's "third pump" got infected. The patient had not been feeling well for approximately one week, and then bent over to pick up a pen that he dropped and over a half a cup of pus came out between the staples of where the device was implanted. Regarding the circumstances that led to the infection, it was noted that during the implant procedure, the healthcare provider (hcp) went to the restroom, and did not scrub up upon returning and handled the new pump being put in. The hcp removed the device the next morning. Regarding if the infection had been resolved, it was noted that it was resolved after several months of horrible pain and suffering. A new pump was placed on "(B)(6) 2010."